Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 12/04/2013-device evaluation:the pump has been returned and evaluated by product analysis on 11/22/2013 with the following findings:a visual inspection of the pump showed no evidence of moisture behind the display lens and that the keypad cover was intact. The keypad buttons responded appropriately during testing. The keypad cover was removed and no evidence of contamination was found under the key contacts. The pump casing was cracked and evidence of moisture was found on the keypad flex. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter stated that, after a rafting trip, the pump keys were unresponsive. No damage was reported, but moisture was observed behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.